Event description:
The device was displaying blood glucose results in the 200-300 mg/dl range and the customer was experiencing hypoglycemic symptoms. Family member gave them orange juice and they lost consciousness. Paramedics were called and their meter read 24 mg/dl. Pt was treated with a glucose IV. Controls were not used on the device. The device was replaced and authorized for return to the MFR for eval.